Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the distal end of a 6f¿7f mynx control vascular closure device (vcd) shaft caught on the sheath hemostasis valve during insertion into the sheath after priming, causing the sealant to become exposed from the distal end during hemostasis of a left femoral access site following a percutaneous coronary intervention (pci) procedure. The sheath and device were removed together, and hemostasis was achieved by manual compression. There was no reported patient injury. It was unknown whether the issue was technical or whether the distal end of the shaft was slightly open. The procedure was performed using a retrograde approach. The user had completed hands-on training with the device. A 6f 10 cm non-cordis sheath introducer was used. Femoral artery suitability was verified on angiography, including the vascular sheath introducer insertion angle. The vessel diameter was verified to be greater than or equal to 5 mm. There was no vessel tortuosity and no peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site. The device was stored and prepared according to the instructions for use (IFU). No damage was noted to the sealant sleeves (cartridge assembly). The sealant was prematurely exposed during insertion into the sheath. The device was removed from the package using the usual process. The device will be returned for evaluation.